Event description:
False readings. During troubleshooting, it was discovered that the meter was in mmol/l instead of mg/dl. The customer did not see the decimal point in the reading 15.7 and thought it was a 157. The meter was reset to mg/dl.